Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had no power and there was moisture in the battery compartment. It was noted that the top of the battery cap was worn. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/23/2016 with the following findings: the pump's black box showed no evidence of a no power event. There was evidence of moisture contamination inside the battery compartment and on the underside of the battery cap. There was a battery compartment crack observed from the thread area to the case seal. The battery cap had a worn slot. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump failed a leak test as a result of the battery compartment crack. There was evidence of internal moisture damage.